Event description:
It was reported that q-syte closed luer access device had connection issues. The following information was provided by the initial reporter: clinical customers reported that q-syte was repeatedly incompatible with the syringe, ejected the syringe at random, and could not perform the assault tube and drug infusion.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. During examination of the video, it was observed that the syringe was unable to connect to the q-syte confirming your reported defect. The defect could be related to a non-compatible luer or a missing/incomplete top slit. The q-syte device is compatible with iso standard devices as stated in the IFU. The type of syringe used could not be determined from the video. A specific root cause could not be identified based on the observations made in the video and without further inspection of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device had connection issues. The following information was provided by the initial reporter: clinical customers reported that q-syte was repeatedly incompatible with the syringe, ejected the syringe at random, and could not perform the assault tube and drug infusion.